Manufacturer narrative:
Lot number provided. An evaluation is in-process.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, batch record review, in-house testing, field data review, a search for similar complaints, and a review of product labeling. Return material was not available. No issues were identified which would indicate a product deficiency from the batch record review. In-house testing was completed; both clinical seroconversion panels and in-house sensitivity testing met all specifications. An analysis utilizing customer field data was used to evaluate the performance of the architect anti-hcv assay. Instrument data analytics (ida) reports for the assay were reviewed to determine if the median patient values have shifted over time. The analysis concluded that all reagent lots read patient results consistently therefore determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information no product deficiency of the architect anti-hcv assay, list number 06c37, lot 91424li00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c37 that has a similar product distributed in the us, list number 01l79.

Event description:
The customer observed (B)(6) architect anti-hcv results compared to another method. The customer indicated a specimen generated a (B)(6) result of (B)(6) at another facility and the specimen was (B)(6) upon retest at the customer site (initial (B)(6), retest (B)(6)). The specimen was retested at the original facility generating a result of (B)(6). There was no adverse impact to patient management reported.